Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 375cc mentor smooth round moderate plus profile saline breast prostheses and experienced bilateral deflation post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
On july 06, 2022, the mentor failure analysis lab has received the device for evaluation. On july 12, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 375cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).